Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure a dissection occurred. The 100% stenosed, 3.5x25mm target lesion was located in the right coronary artery (rca). A 3.5x32mm liberte stent was implanted. A non-bsc balloon catheter was used. There was 0% residual stenosis. A non-bsc stent was implanted to treat a dissection that occurred after stenting. The stenting procedure was a technical success. There was no discharge data provided.